Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not replicate any guided tool change issue but did confirm an error 1176 that was reported separately. The fse replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis and the reported problem was confirmed as errors 23907 and 1173 were present in the field logs and error 1173 was replicated during failure analysis. The unit was installed onto the patient side cart (psc) fixture test platform (pftp) and triggered error (yaw searchlight) during a sensor test. After the yaw searchlight flat flex cable (ffc) was replaced, the error was resolved and passed all relevant testing within specification. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause of the guided tool change issue was not determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument on universal surgical manipulator (usm) 2 did not follow the guided tool change pathway properly. The instrument moved to the left of the intended position. The customer advised that in another instance during guided tool change, the dot at the end of the pathway showed, but there was no path. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the issue did not result in the instrument unintentionally contacting tissue and causing injury. The instrument did not move further into the patient only towards the left of the intended position.